Manufacturer narrative:
Initial 1 of 2. E1: patient city: unknown. Patient country: spain. Name: ypsomed ag country: switzerland street: weissensteinstrasse 26 city: solothurn state: unkown zip code: ch-4503. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced bent cannula with another cannula had crystallized tip -blockage high bg on (B)(6) 2026.